Event description:
On (B)(6) 2024, the patient complained of weight loss which in turn caused her remede system device to move and become uncomfortable within the generator pocket. On (B)(6) 2024, the patient was evaluated by physician who noted a significant recent weight loss with small area at the lateral aspect of pocket with discoloration and erythema concerning for a potential localized skin infection. Patient was put on 10 day oral antibiotic regimen. On (B)(6) 2024, the patient was evaluated by physician with no overt sign of infection on (B)(6) 2024, the patient was evaluated by physician and the discoloration appeared slightly improved. No erythema. On (B)(6) 2024, the patient contacted the physician indicated the device site was "oozing yellow fluid". The physician reviewed the device site stating the device had eroded and the pocket is now infected. Physician recommended explant of remede system. On (B)(6) 2024, the patient had the remede system explanted. The patient was treated with a wound vac and IV antibiotics.

Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2024-00010 originally submitted on 11dec2024. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.